Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient reported that he had an interstim trial that started (B)(6) 2015 for urinary incontinence. Since starting the trial the patient had noticed that he was able to pass less urine at a time. He was only passing 3 or 4 oz of urine which was less than he was able to pass since before starting the trial. He had little to no therapeutic benefit since starting the trial and it maybe helped his symptoms 10%. He had been urinating a lot and changed his pads 4-5 times a day. He would have the sensation/urgency to go and then we would try and not be able to but then 15 minutes later he would urinate. He also had urine leakage. Stimulation was felt in the testicles and tip of the penis but then he would lose the sensation within 10-15 minutes. The patient would increase amplitude and felt stimulation for 10-15 minutes but then it would go away. He had increased all the way to 10. The trial was to be moved from the right to the left side however the patient did not feel comfortable doing this and wanted to wait. He would try and keep the trial a few more days. It was later reported by the health care provider that the stimulation was turned up and the issue was resolved. The patient did well and was implanted on (B)(6) 2015. The cause of the stimulation issue was determined to be low stimulation. The indication-for-use was unknown.